Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not hear the insulin pump motor moving when the pump delivers basal. The customer¿s blood glucose level was 308 mg/dl. The customer was reported that the insulin pump had motor error. The customer was assisted with troubleshooting. The customer was using the insulin pump during the event of high blood glucose level. The insulin pump will not be returned for analysis.